Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Rlt311417/11858810, UDI# (B)(4). Also was involved: pxc141200/12723051, UDI# (B)(4). (B)(4). According to the gore® excluder® endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak. The date of event will be used as (B)(6) 2015 - the date of aneurysm enlargement.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 55 mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. It was reported that on (B)(6) 2017, an endoleak of unknown origin was identified and the patient underwent a procedure using an aortic endograft (unknown). No further adverse events have been reported. From (B)(6) 2015 till (B)(6) 2016, the aneurysm size measured from 65 mm to 60 mm.

Event description:
It was reported that on (B)(6) 2017, a proximal type I endoleak was identified and the patient underwent a procedure using an aortic endograft (unknown).